Event description:
The mammo tech was performing a mammogram on a patient and the machine starting making a grinding noise and did not take the exposure correctly. The patient was not effected and does not need to come back, the radiologist found the images adequate. After the patient left, the mammo tech tried taking images using a phantom but the problem persisted. The mammo tech then called hologic and gave them the error codes that came up on the mammo unit. Hologic said that is a problem with the grid in the bucky, a replacement part has been ordered and is being shipped over night. There will be someone here in the morning to resolve this issue. Patients for the remainder of today and tomorrow morning are being called and rescheduled. Manufacturer response for mammography machine, selenia dimensions (per site reporter). Alpha imaging dispatched to site. Grid replacement was required and grid recalibration was done. The tech performed phantom qc following replacement and the results were within regulations.